Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A 5mm hoffman compact bar broke in half on a frame that was placed for fixation in the metatarsals. Patient was flipped from supine to prone and the bar broke when placed into prone. How event was resolved: "he took the frame off and put a plate on like originally planned. For future frames we have addressed the issue by starting to use larger diameter bars."

Manufacturer narrative:
The reported incident that connecting rod hoffmann ii compact MRI ø5x150mm was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed, since the returned device matched the reported failure. The device inspection revealed that the rod broke due to an excessive application of load on it. This is consistent with what was described in the event, that the rod broke while turning the patient from supine to prone position. When doing such movements, care should be taken not to overload the device because it is likely that it will not handle the excessive weight application. Note that there are warnings in the instructions for use, alerting for this situation. Extract from IFU (v15034 rev. G): ¿these devices are intended only to assist healing and are not intended to replace normal bone structures. External fixation devices are intended to hold fractured bone surfaces in apposition to facilitate normal healing. While proven successful, the devices are manufactured from metal, plastic and composite materials. No such fracture fixation device, subject to fatigue, can be expected to withstand activity levels in the same way as would a normal healthy bone. In using these devices, the surgeon should be aware of the following: the correct selection and positioning of the device is extremely important. Success of the procedure requires the selection of the proper size, shape and model fracture fixation appliances. The following factors are of extreme importance to the eventual success of the procedure. The patient¿s weight. An overweight or obese patient can produce higher loads on the device which can lead to failure of the device. The effect of these loads will be accentuated when a small sized device must be used because of bone size.¿ [original statement(s)]. Additionally, the frame configuration will also contribute for the resistance of the frame. Here is the guideline for rods referred in the operative technique (h-st-30_hoffmann ii compact MRI optech_USA_2015-8656): ¿frame recommendations: connecting rods should always be kept as short as possible in order to maximize frame stability. As with all external fixation frames, the frame must be adapted to the weight and fracture patterns of the patient.¿ [original statement(s)]. Based on the investigation results described above, the root cause was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Five (5)mm hoffman compact bar broke in half on a frame that was placed for fixation in the metatarsals. Patient was flipped from supine to prone and the bar broke when placed into prone. How event was resolved: "he took the frame off and put a plate on like originally planned. For future frames we have addressed the issue by starting to use larger diameter bars."